Event description:
The customer reported that digoxin results for quality control samples and one pt serum sample were negatively biased. The pt sample result of <0.3 ng/ml repeated as 0.8 ng/ml on another analyzer. The initial result of <0.3 ng/ml had not been reported to the physician. A field engineer visited the site and performed maintenance on the analyzer. There was no report of pt harm as a result of this event.